Event description:
It was reported that that patient presented in clinic for initial implant procedure. During procedure, it was found that the atrial lead helix was unable to be extended after multiple positioning, then the atrial lead insulation was twisted and distorted. The lead was not used and replaced on 10 mar 2023. Patient condition was stable.

Manufacturer narrative:
The reported events of insulation twisted, and helix mechanism issue were confirmed. A full lead was returned in one-piece for analysis. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. The cause of the reported events was isolated to over torqued of the inner coil. No other anomalies were found.